Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2008) is considered to be a best estimate. This emdr represents the composix l/p mesh (device 2). An additional supplemental emdr was submitted to represent the composix kugel patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2005 - patient was diagnosed with hernia thereby underwent open repair with implant of composix kugel patch (device 1). Per operative notes, "an incision was made just superior to the umbilicus. The hernia sac was dissected out. A composix kugel patch (device 1) was placed into the inguinal region and secured it with sutures." On (B)(6) 2007 - patient was diagnosed with small bowel obstruction, recurrent incisional hernia, mesh infection, adhesion, inflammation thereby underwent open repair with explant of composix kugel patch (device 1). Per operative notes, "a vertical midline incision was made at the site of the previous incision site. The hernia sac was dissected out. The old mesh (device 1) was adherent; all adhesions were taken down sharply. Old, infected mesh (device 1) was folded which was excised. Small bowel obstruction was present into intra-abdominal cavity. Dense inflammation was removed. The defect was closed with sutures primarily." On (B)(6) 2009 - patient was diagnosed with ventral hernia, adhesion thereby underwent laparoscopic repair with implant of composix l/p mesh (device 2) and lysis of adhesions were performed. Per operative notes, "an incision was fashioned in the left of mid abdomen laterally and deepened down to the level of the subcutaneous tissue. The hernia sac was dissected out. There were dense adhesions present. All adhesions were taken down. A composix l/p mesh (device 2) was placed into the abdominal wall and secured it with sutures." On (b)96) 2011 - patient was diagnosed with small bowel obstruction, recurrent ventral hernia thereby underwent laparoscopic repair with primary hernia repair. Per operative notes, "an incision was made in the left upper abdomen and dissection through layers of abdomen into the peritoneal cavity. There were dense adhesions which were taken down from the anterior abdominal wall. The old mesh (device 2) was present on the abdominal wall. The previously placed mesh (device 2) and the abdominal cavity were entered through the anterior posterior rectus sheath. All small bowel obstructions were taken down. A portion of previously placed (device 2) mesh had become dislodged from the abdominal wall. The defect and the old mesh (device 2) were closed with sutures primarily." On (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia, adhesion thereby underwent open repair with implant of ventralight st mesh (device 3) and bard soft mesh (device 4) and explant of composix l/p mesh (device 2). Per operative notes, "previous midline incision was sharply reopened. The hernia sac was excised entirely. Extensive adhesiolysis was performed to remove the adhesion. Old mesh (device 2) was freed from the attachments to the edge of the fascia. Old mesh (device 2) was completely excised. The defect at the site of the previous left lower quadrant and 2 small defects on the right side were removed. Two ventralight st mesh (device 3) and bard soft mesh (device 4) was placed together with good coverage and secured it with sutures."